Event description:
It was reported that at 98,288 joules, while using the surgical fiber during a prostate procedure, damage was observed at the fiber tip. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber and cap refer to thermal problem. Fiber analysis: the fiber's glass cap was found to be detached; the fiber broken proximal to the fiber/cap fusion zone; the glass cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. The identified issues could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure.